Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or bent cannula. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 32-33: following insertion of the cannula, check the infusion site: 1. Look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. 2. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. 3. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached around 15 mmol/l (270 mg/dl) while wearing the pod longer than 48 hours on the arm. The patient stated that the pink slide did not move forward. The pod was removed and the cannula was noted to be bent. A manual insulin injection using a pen was administered and a new pod was applied to treat the hyperglycemia.